Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was prompting her to rewind while she was trying to fill the cannula. The customer's blood glucose was 131 mg/dl. She stated she was unable to exit the "preparing to prime" loop. The customer was advised to hold down the act button until 2 series of beeps were received or numbers appeared on the display; neither occurred. The customer was then advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.